Event description:
It was reported that the guidewire was entangled through the sheath requiring additional device, and a foreign matter was found on the guidewire. A 035/180/3mm (b/1) amplatz super stiff guidewire used during pacemaker replacement and was inserted into a non-boston scientific (bsc) introducer sheath. However, during introduction, the guidewire was entangled within the superior vena cava (svc) and a knot was formed. A non-bsc introducer sheath was used to remove the guidewire. After removal, it was found that a white foreign material was entangled at the tip of the guidewire. It was unknown if the foreign matter originated from biological material or from the device itself. Another amplatz super stiff guidewire was used to complete the procedure. There were no patient complications as result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. It was observed that it was bent and tangle at distal tip. Also, what is seen as "foreign material" is not something that the guidewire could cause. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire was entangled through the sheath requiring additional device, and a foreign matter was found on the guidewire. A 035/180/3mm (b/1) amplatz super stiff guidewire used during pacemaker replacement and was inserted into a non-boston scientific (bsc) introducer sheath. However, during introduction, the guidewire was entangled within the superior vena cava (svc) and a knot was formed. A non-bsc introducer sheath was used to remove the guidewire. After removal, it was found that a white foreign material was entangled at the tip of the guidewire. It was unknown if the foreign matter originated from biological material or from the device itself. Another amplatz super stiff guidewire was used to complete the procedure. There were no patient complications as result of this event.